Manufacturer narrative:
An investigation is currently under way; upon completion the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2017 that a customer had an issue with a foam positioning kit. The customer reports the velcro is sewn on backwards and the two sides do not meet up and stick together.